Event description:
It was reported that a delay in surgery of approximately 90 minutes occurred during a rotator cuff repair surgery because the eyelet on the device kept breaking upon insertion. Two eyelets were retrieved and two were too deep to remove. The implants were placed over the unretrieved eyelets and were secure. The surgeon used a 3.5mm bio-pushlock to complete the case. Per the reporter, there were no further concerns with the outcome of the surgery. No further patient information was provided and no additional adverse consequences have been reported from this event. The device is used for treatment.

Manufacturer narrative:
The devices in question were not returned and the complainant's event could not be verified because the pieces were either retained securely in the patient or discarded. Device history record review revealed nothing relevant to this event. This event is still being investigated and if additional relevant information is received, a follow-up will be submitted.